Manufacturer narrative:
The device was returned to olympus for inspection where corrosion was confirmed. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, based on the results of the investigation and historical data for distal tip detachment and scope communication errors, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, and electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service engineer indicated that the forceps channel port had corrosion and an error code - e217 (scope error) was found. Additionally, due to adhesive peeling off the distal end, the distal end was not secured there was no patient involvement.